Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the display screen was difficult to read; due to dirtiness and an orange tint. The reporter believed it could be the lens film, but could not confirm and it appeared as though the film had melted on to the pump from every day wear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.